Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step and used the cartridge beyond labeling. Customer continued to use the existing cartridge there was no adverse impact to customer¿s blood glucose level.